Manufacturer narrative:
.

Event description:
Implant fracture - unspecified complaint from patient directly received via website: revision surgery due to breakage of the ceramic ball head performed in 2016 in (B)(6).

Event description:
Complaint from patient directly received via website: revision surgery due to breakage of the ceramic ball head performed in 2016 in (B)(6). Update 2/15/2017: the returned ball head does not belong to this complaint. No part available for this complaint. The returned ball head will be analyzed under (B)(4), (your ref. 9613369-2017-00008).